Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for about the past 2 months, they randomly felt an electrical pulse through the right testicle 12-15 times per day. The agent inquired if this correlated to body position or an adjustment to settings. The caller reported it happened when they were not moving, but it did start after a therapy increase. The agent reviewed options for decreasing therapy to a comfortable level. The caller noted that the sensation was not uncomfortable. The agent reviewed options for programming changes.